Event description:
The intended procedure was completed with no delay. No patient injury occurred due to the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2 and e3.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a worn scope socket and slider switch was found, causing an issue with high intensity mode. In addition, a charred fuse on the socket switch regulator was noted, causing the switch regulator to function intermittently. It was determined the switch regulator was faulty and required replacement.

Event description:
A user facility reported that a scope would not "lock into the processor." The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 12 years) led to the failure.